Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The root cause for the failure was the dn to rear te cable pulled from strain relief, damaging the j702 off the distribution node pca. Additionally, the j7 wire was broken off of ECG a dome. The root cause for the strained cable and broken wire was excessive force. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).